Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify was not working. A technical support specialist (tss) updated the cabinet login to the synchrony password for the cabinets. Synchronized and non-synchronized devices were added to logmein, and the validation code range was updated to reflect the pharmacy profile. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, rxverify was not working. Site allowed an item that is scheduled with a rxverify approval from pharmacy. There were no adverse events or injuries reported based on this event.